Event description:
It was reported through the attorney for the patient, as a result of a legal claim that, "on (B)(6), 2010, the patient had a titanium steel dorsal plate implanted in her right forearm." It is alleged that, "the patient was doing routine rehabilitation at home on (B)(6), 2010, simple squeezing a small foam ball, when the dorsal plate fractured while implanted with an audible pop, followed by immediate pain and swelling."

Manufacturer narrative:
Device not returned for evaluation. Internal investigation in progress but not yet complete.